Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to a high blood glucose (bg) level and diabetic ketoacidosis. Bg value was not provided. Customer was treated with insulin and fluids, and was released from the hospital on (B)(6) 2020 with no permanent damage. Reportedly, an occlusion alarm had occurred due to a non-tandem infusion set cannula becoming kinked. The infusion set brand and manufacture was not provided. Multiple attempts were made to follow up with the customer on the reported issue, however, a response was not received.